Event description:
Diaphragmatic stimulation was noted. This lead was successfully revised on (B)(6) 2010 and all records indicate it remains actively implanted. Should additional info become available, this event will be updated.